Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain and burning sensation when charging the ipg. To address the issue, surgical intervention was undertaken wherein the ipg was explanted and replaced.